Event description:
Rptr alleges capsular contracture and removal of implant. Rptr also alleges auto immune response, chronic infections, low blood pressure, carpal tunnel syndrome, anxiety and/or depression, lack of concentration, mood swings, getting lost or confused, balance disturbance/vertigo/dizziness, elevated cholesterol or triglicerides, dry eyes, thyroid problems, hashimoto disease, raynaud's disease, esophagitis, duodenitis and/or gastritis, irritable bowel syndrome, hysterectomy, chronic vaginitis, hypersensitivity or allergies to chemicals and mold, unusual chronic infections, connective tissue disease, sjogren's syndrome, chronic swollen lymph nodes under arms, sun sensitive, chronic fatigue syndrome, clumsiness.